Manufacturer narrative:
The complaint could not be verified as the sample was not returned or x-rays were not provided. The probable cause could not be determined due to insufficient information. Based on this investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Proximal holes were not engaging the locking pegs, surgical procedure extended.